Event description:
It was reported that during a nissen procedure, the device was making a screeching noise, but it did not cut the tissue. Later during the case, the insulator of the lip started coming off. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the tissue pad burnt and a portion of the distal tip detached. As the entire tissue pad was not returned, further evaluation could not be performed. The hand-activated buttons were tested and functioned properly. The batch history records were reviewed with no anomalies noted during the mfg process.